Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin. The patient history buffer (phb) audit data showed that the automatic glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egv) and user inputs. The algorithm was found to not suggested insulin while egvs were below 60 mg/dl and only suggested insulin while egvs were below the users setpoint when egvs were predicted to increase, which is expected behavior of the system. The phb data showed that the algorithm would stop suggesting when egvs were decreasing, as is expected. The system was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during a flight, the patient became lightheaded and lost consciousness when their blood glucose decreased to approximately 70 mg/dl. A physician on board the plane evaluated the patient, who appeared dehydrated, and gave a juice box, after which the patient regained consciousness. Upon arrival at the patient's home, their blood glucose had risen sharply to around 400 mg/dl. At that point, the pod, which had been worn for 4-24 hours and was located on the back, was removed. A new pod was placed.